Event description:
It was reported by service report that the brakes are not functioning properly. The complainant was not aware if there was patient involvement or adverse consequences.

Manufacturer narrative:
Result: brake cam.

Manufacturer narrative:
Result: brake cams

Event description:
It was reported by service report that the brake cams were worn.